Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported from the labor and delivery unit that the patient's mother received an over infusion of pitocin, which lead to deceleration of the (patient's) fetal heart rate while in utero. This was corrected with removal of the medication from the mother and administration of a dose of (terbutaline) to decrease her contractions. The pump had allowed medication to flow freely in the 'on' mode despite being programmed. The rn was able to catch this in time to prevent further harm to the mother and the fetal patient. Per information from the customer when the biomed received the pump it was unknown there was a patient event. There was a work order and the biomed ended up replacing the bezel assembly.

Event description:
It was reported from the labor and delivery unit that the patient's mother received an over infusion of pitocin, which lead to deceleration of the (patient's) fetal heart rate while in utero. This was corrected with removal of the medication from the mother and administration of a dose of (terbutaline) to decrease her contractions. The pump had allowed medication to flow freely in the 'on' mode despite being programmed. The rn was able to catch this in time to prevent further harm to the mother and the fetal patient. Per information from the customer when the biomed received the pump it was unknown there was a patient event. There was a work order and the biomed ended up replacing the bezel assembly. Bd received a medwatch report on 09jan2020 which stated: "alaris infusion pump 8100 model failure resulting in free flow of pitocin infusion during the investigation, the pump module was found to be defective as described in recall notification from bd on (B)(6) 2019 FDA safety report ID # (B)(4).

Manufacturer narrative:
The reported issue that the patient's mother received an over infusion of pitocin and that the pump had allowed medication to flow freely in the 'on' mode despite being programmed was not able to be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. It was reported within the FDA sus voluntary event report mw5091865 attached to the file the bezel was replaced after the incident for having the defect described within the lvp bezel recall. Device history: review of the sn (B)(6) service history record showed the device had a manufacture date of (B)(6) 2011. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.